Event description:
The customer reported that the speaker was not operational. A speaker malfunction inop was displayed on the intellivue mx430 patient monitor and no sound was coming from the device. No death or patient injury or harm was reported.